Event description:
Customer tested 229 mg/dl on the mobile system at 15:44; she consumed 5gm of carbohydrates and administered novorapid based on the device result. Low blood glucose symptoms were reported with result of 128 mg/dl obtained on the mobile system at 15:51. Customer's mother treated her with "glucose". Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in another country.